Manufacturer narrative:
Result of investigation: the conducted investigations did not reveal a root cause related to the labelling, the device or its history. The most probable root cause is a component failure (fpga defect). This is a communication error between the fpga circuit and the main processor on the mainboard. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device did not display any image. When connected, the device powers on (front led is lit). This device does not show any image. This device fails to output any video signal across all available ports. The system menu is also inaccessible, leaving only a blank/black screen. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned manufacturer on april 14,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).